Event description:
Popiteal/femoral graft anastamosis site dilated multiple times. Approached up and over using another manufacturer's sheath. Post dilatation, balloon would not pass through sheath. Attempted to advance and corkscrew, but balloon remained stuck. Upon pulling at balloon, shaft separated, leaving balloon in sheath. The entire sheath was removed and a 8fr sheath replaced.